Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with excessive motor error alarms. Unable to perform displacement test due to motor encoder signal out of phase.

Event description:
The customer reported a motor error alarm during the prime process. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. The insulin pump was unable to prime due to repeated motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.